Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: a3a, d4, h3, h6, h7, h9, h11. The device, including the broken tip, was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 16.19 millimeters from its distal end. The probe has contact marks. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be the following: because seal & cut output was performed while thick hard tissue was gripped at the gripping tip, the probe and tissue pad came into contact at the rear end of the gripping section. The most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy under sedation, the ultrasonic surgical device exhibited a probe damage error. The surgeon continued to use the device after the probe damage error, and the probe fell off inside the patient. The piece was retrieved, and the procedure was completed with a competitor device with a delay of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
D4 lot number: the lot number of the involved ultrasonic surgical device is either pw310361 or pw310355. Despite multiple attempts to obtain information, the customer was unable to confirm the lot number. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.